Manufacturer narrative:
The event occurred in (B)(6). Device was discarded.

Event description:
Patient reported she changed the infusion set on (B)(6) 2014. The pump beeped twice in the night; she confirmed the signal and did not look at the display. Patient stated the kind of alert it was is unknown. Patient reported experiencing unexpected elevated blood glucose level on (B)(6) 2014 at 7 am of 340 mg/dl; patient self-treated. Patient stated at 7:30 am her blood glucose level was 370 mg/dl, she felt sick, and then administered 10 units of insulin via pen. Patient reported that at 8:30 am her blood glucose level was 340 mg/dl; she vomited, and then administered 20 units of insulin via pen. Patient stated she received a nacl infusion administered via the doctor. Patient reported she removed the self-adhesive of the infusion set and detected a big red inflammation on her belly. Patient discarded the alleged infusion set. No product return requested.